Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system and was advised by a trainer to contact support for further review; the user and agent completed troubleshooting and set up the ilet mobile app, and the user reported a glucose value of 54 mg/dl consistent with low blood glucose. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included customer service troubleshooting and education, including guided setup of the ilet mobile application. Investigation of this case revealed no device malfunction was identified during support interactions, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.